Event description:
The customer reported that the device was being used in a laparoscopic appendectomy and bleeding occurred. The device was not sealing. The pt was stabilized. There is no further info available and the device was discarded by the site.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.